Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the proximal pressure line was found to be disconnected from the porting block. The proximal pressure line was replaced to address the issue.